Event description:
The customer reported that an 840 ventilator's bottom display was blank. Event occurred while device was in use on a patient and ventilating normally, patient was removed and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).